Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Evaluation summary - the contralateral leg component was returned to gore for evaluation. A visual examination of the returned product was conducted, and the following observations were made: there was blood residue on the delivery catheter. The delivery catheter was severed at the junction of the trailing olive and the blue outer shaft of the delivery catheter. The edge of the trailing olive appeared damaged and uneven. There were two notches on the trailing end of the olive. The blue outer shaft appeared undamaged apart from the separation described. The catheter inner lumens were exposed and stretched due to the olive separation. There was damage to the leading end of the introducer sheath. There were two notches at the leading end of the introducer sheath that correlate with the notches on the olive. No damage seen to the leading olive on delivery catheter. The findings from the evaluation are consistent with the observations that the catheter and introducer sheath became stuck during the procedure. However, the direct cause for the catheter and sheath getting stuck could not be determined.

Event description:
On (B)(6) 2013, a pt was implanted with two gore excluder aaa endoprostheses for treatment of an aortic abdominal aneurysm. It was reported that as a 12 fr gore dry seal sheath was advanced up the left iliac artery, the sheath seemed to get stuck due to an unk cause. The devices were reportedly advanced outside of the sheath into position and deployed with no issue. It was reported that upon withdrawal of the contralateral leg component, the delivery catheter became stuck on calcium in the aorta. The sheath and device were reportedly out of the pt at the same time. It was reported that once the sheath and catheter were removed from the pt, the sheath appeared kinked. It was reported the kink occurred due to aggressively removing the device from the pt. Final angiography showed exclusion of the aneurysm and no injury to the left iliac artery. The pt tolerated the procedure. Additional information has been requested.